Event description:
It was reported that bd eva-ai3-sm3 syringe plastipak 3ml s/su contained foreign matter. It was reported that the problem in product 3 ml syringe. Event 1: 1 tear in the package, event 2: 1 dirt or foreign body inside the syringe. Lot: 4170597 - 2 syringes. Event 3: dirt in the syringe. Lot: 4207818 - 1 syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.